Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to the broken main tube showed damage. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. The instrument was found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. A review of the provided images was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: it appears from these images that the proximal clevis has dislodged from the main tube. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument tip suddenly broken when trying to articulate. It was not grabbing tissue when the issue occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip suddenly broke when trying to articulate. It was inserted in the arm, and when trying to move it from the surgeon console it bended. No piece of the tip detached/broke off inside the patient. The instrument was removed from the arm like any other instrument, using the release buttons in the housing. There was no need to remove the instrument with the cannula together. Photographic images of the device were provided.